Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one et tube from unit 5-16135 et tube, sher-I-bronch, rs, 35 fr for investigation. In addition to the et tube, two suction catheters, both swivel connectors, and the y connector were all returned. The et tube and suction catheters were returned in their original packaging. The returned connectors were visually examined with and without magnification. Visual examination revealed that the bronchial swivel connector was broken on the 15mm connector side. The swivel valve is a component purchased from a supplier. A non-conformance has been opened at the manufacturing site to further investigate swivel connectors breaking at the 15mm connector side.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.